Event description:
It was reported that an mi60lus lens was removed intraoperatively due to torn haptic noted after insertion. A viscoject 1.8 delivery system was used. The incision was enlarged to remove the lens and a back up lens was implanted successfully. Please reference MDR#: 1119279-2012-00220 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.